Manufacturer narrative:
Initial reporter- facility name: (B)(6). Initial reporter- zip code: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against left side "pain" and rupture confirmed via ultrasound and during explant surgery. Device has been explanted.